Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported an occlusion alarm occurred. It was also reported that air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.